Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used to divide proximal ileum, distal colon and create the anastomosis. Five days following right colectomy, the patient became septic and was reopened to discover an anastomotic leak. An ileostomy was created and the patient's hospitalization was extended.